Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding the complaint that alleges false positive when using kit flu a+b 30 test physician veritor (material # 256045), batch number 9360879. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided and no relevant issue was found. The complaint was unable to be confirmed via the retain samples. The root cause could not be identified. A trend analysis for false positive was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h.10

Event description:
It was reported that while testing with bd kit flu a+b 30 test physician veritor a false positive result was obtained. Confirmatory testing performed using pcr test method and the result was negative. The result was not reported and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that false positive.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Hold smp 11.2it was reported that while testing with bd kit flu a+b 30 test physician (B)(6) a (B)(6) result was obtained. Confirmatory testing performed using pcr test method and the result was (B)(6). The result was not reported and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that (B)(6).